Event description:
Event description guidant received information that this right ventricular defibrillation lead had dislodged and the patient was undergoing a lead repositioning procedure. It was reported that, during subsequent defibrillation threshold testing, a 'shorted condition' message appeared upon interrogation of the implantable cardioverter defibrillator (ICD). It was further noted that this occurred following delivery of a 21j shock and a <20 ohms impedance measurement was observed for the defibrillation lead. A guidant technical services (ts) consultant advised replacing both the ICD and defibrillation lead.